Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient implanted the first pacemaker in (B)(6) 2015. The follow-up found rv lead impedance less than 300 ohms and rv lead threshold more than 7.5v at february. The doctor considered lead wore and replaced a new lead. The post-operation test parameters were normal.